Manufacturer narrative:
S/w unknown unit received with blank display due to moisture damaged electronic assembly. Also moisture damage motor and vibrate motor during visual inspection. Unable to perform operating current test, a21 error test, self test and displacement test or verify button keypad anomaly due to blank display. No moisture/damage/unlocked j2/lcd keypad connector noted. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot, cracked case at display window corners, stained address/serial number label and stained end cap sticker.

Event description:
The customer reported via phone call that insulin pump had got wet and the buttons stopped working and fluid under the lcd display. The blood glucose at the time of the incident was unknown. The customer was assisted with troubleshooting. The device will be returned for analysis.